Event description:
It was reported that a patient underwent an arterio venous malformation (avm) embolization procedure where both scepter balloon and catheter separation occurred. During the procedure, 25% phil¿ was injected using scepter mini for embolization of avm. After embolization, it was difficult to remove the mv scepter mini balloon microcatheter because the balloon was trapped by the phil¿ cast. The scepter mini was fractured, and the distal part remained within the patient. The distal part of the catheter was removed with nidus by surgery. The vertebral artery was occluded after embolization and no severe injury occurred. The patient is reported to be under ventilation. However, the reason or the relationship to the procedure is unknown.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The scepter mini balloon catheter instructions for use (IFU) states the need to verify balloon catheter compatibility when using other ancillary devices commonly used in intravascular procedures and identifies the scepter balloon catheter has been tested for compatibility with onyx¿ liquid embolic only.

Manufacturer narrative:
H11: corrections: b1: adverse event, not product problem. The device was not actually available for investigation. An investigation could not be performed and thus the event as described could not be confirmed.

Manufacturer narrative:
H11: corrections: d4: corrected lot, UDI, and expiration date. G2: additional selections. G3: applicable to follow up 1 and follow up 2. H6: add 3331 to type of investigation. Additional corrections were discovered during auditing of the file so a second supplemental has been submitted. Lot search information is also available, which was not included on the initial and first supplemental. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.